Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information become available, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that patient had ceramic on ceramic right hip and was revised due to a loose cup and was revised to tritanium revision with new poly and head. Stem was well fixated and was not replaced.

Event description:
It was reported that patient had ceramic on ceramic right hip and was revised due to a loose cup and was revised to tritanium revision with new poly and head. Stem was well fixated and was not replaced.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident cluster cup 58. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).